Event description:
The user facility reported that the listed device was in use with the pt for an unknown amount of time when the tracheal tube cuff was found to be leaking. No incident related medical sequela was reported.

Manufacturer narrative:
The suspect device was received for evaluated. Leakage testing of the inflated device under water found a small leak in the inflation line. Magnification of the leakage point observed a small hole in the line where it had been pierced. The physical characteristics and location of the hole are consistent with the line having come into contact with a sharp object. Mfg performs a 100% leak test prior to product release; had the inflation line had been damaged at that time, it would have been detected and the device scrapped.